Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found coring, tearing, cuts in the seal of the connector which met leak criteria and difficulty with the connector that led to explant.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 158 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the patient was in for a scheduled pump replacement as the battery elective replacement indicator was seven months and there were no patient signs or symptoms. During the scheduled replacement of the pump (B)(6) 2016, the hcp tried to disconnect the catheter from the pump and could not do so, the external silicone was pulling down, but he could not get it to disconnect from the pump. Therefore, he decided to replace a portion of the pump segment prior to attaching to the new pump. The new pump segment was implanted and connected to the existing catheter. It was indicated that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
The pump was and partial catheter were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.